Manufacturer narrative:
A ge rep evaluated the system and reloaded software and calibration files. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.